Event description:
During a shoulder repair the anchor broke during insertion. The threaded portion of the anchor remains embedded in the patient. A back-up device was available to complete the repair. The surgeon pre-drilled with a 2.5mm drill prior to insertion of the anchor. No delay reported and no patient injury or complications resulted.